Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the anchor tab were located inside the tube of the delivery device. The seal was extended out of the delivery tube; it remained anchored to the tension spring assembly; it was cracked along the five row form the center. The green slide lock and the white plunger were depressed on the delivery device. It appears that the seal had been prematurely deployed in the loading device. Based upon the received condition of the device, the reported complaint was confirmed for unraveled seal and premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, it was observed that the heartstring iii seal was cracked upon loading. The crack was approximately at the 6th and 7th row from the center of the seal. A replacement device was used to complete the procedure. The hospital did not report any pt effects.